Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. H6 patient code: 1750, 1928, 2120, 3191: overactive bladder, decreases urine flow, constipation, vaginal vault prolapse, 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient underwent revision surgery on (B)(6) 2018, due to mesh erosion. It was reported that the patient experienced blood in urine, vaginal bleeding, overactive bladder, incontinence, urinary retention, decreases urine flow, constipation, uti¿s, and vaginal vault prolapse.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and two meshes were implanted. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.